Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an after use operation check of the cardiosave intra-aortic balloon pump (iabp), a "maintenance required" message was displayed, followed by an abnormal noise alarm and displaying "iab circuit leakage" or gas loss, and "iab catheter check required" or flow limit alarm. It was also reported that the unit was pulled from the hospital as to be inspected in-house. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h3, h6(investigation type), h10. Testing of actual/suspected device/10 a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. Evaluation is ongoing. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. Running test was performed with 130 bpm setting on simulator for 72 hours. Then the system functional test including the scroll compressor was performed normally as per factory specification. There were no alarm generated and no anomalies were found on the scroll compressor. The reported issue was unable to be replicated, and this iabp unit worked normally. Completed repair with  all functional and safety tests.